Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the emergency room (ER) due to elevated blood glucose levels (600-755 mg/dl) and high ketone levels. Customer was treated with fluids, an intravenous drip, and anti-emetic medication. Customer was released from the emergency room 7 hours later. Troubleshooting with tandem technical support was performed, and no identifiable cause for the occlusion was found. Customer changed the pump supplies and successfully resumed insulin delivery.